Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D2b: additional products code: hwc and jds d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6), 2023, the patient underwent the primary surgery with the tna. The surgery was completed successfully without any surgical delay. On (B)(6), 2023, back-out of the screw was confirmed at the proximal screw hole, and a removal surgery will be performed. Similar event occurred after the primary surgery on (B)(6), 2023. The screw came out of the same part of the tna in the same hospital in a row. The surgeon requested to investigate to check if there is a product problem. Additionally, the surgeon requested to investigate if the screws were the same manufacturing process by lot number. The surgeon commented that she understood that the screw was closed to the fracture area and that the nail insertion position was not very good; however, she thought that there was no reassurance at all that polyethylene was implanted. The surgery was successfully completed. Patient status/ outcome: stable no further information is available. This report is for one (1) lockscr f/nails ø5 l28 xl25 this is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6: investigation summary the product was returned to depuy synthes, also photos were provided. The visual examination of the device does not see any type of product issue however in the x-ray review was able to identify the lockscr f/nails ø5 l28 xl25 backing out distally from the bone. With the information provided is not possible to determine a definitive root cause. A dimensional inspection was not performed since it is not applicable to the complaint condition. The overall complaint was confirmed. As the observed condition of the [lockscr f/nails ø5 l28 xl25] would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. : a manufacturing record evaluation was performed for the finished device part: 04.045.028s lot: 4091p20 it was electronically reviewed and no nonconformances / manufacturing irregularities were identified during the manufacturing process. The product was released on: 27-feb-2023 manufacturing site: jabil grenchen expiry date: 01-feb-2033 the product was not returned to depuy synthes, however photos were provided for review. The x-ray review was able to identify the lockscr f/nails ø5 l28 xl25 backing out distally from the bone. With the information provided is not possible to determine a definitive root cause. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed. As the observed condition of the [lockscr f/nails ø5 l28 xl25] would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.